Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: mn10450-50a, drg lead, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-00324. It was reported the patient's leads had migrated. In turn, the patient lost therapy. As a result, the physician decided to explant and replace both of the patient's leads. Therapy was restored post-op.